Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell recently and a "stitch" popped from his ipg site and fluid drained out. It was noted the patient went to the emergency room (ER) where he was prescribed antibiotics and his wound was "re-stitched" .the patient also stated the site is tender and red. However, no fever or chills were reported. Additional information revealed the patient continues to have minimal discharge from the ipg site. However, the nurse practitioner believes the wound is healing and there are no signs of infection, redness or swelling. No additional antibiotics were prescribed to the patient.